Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) unit had a helium leak. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device (10/3233): a getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and was able to reproduce the reported malfunction. The fse replaced the helium tubing assembly. Additionally, the fse replaced the o-rings on the helium tank regulator and rear helium connector on the pump console. Subsequently, the fse performed all functional and safety checks to meet factory specifications and all testing passed. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. The full name of the event site was shortened due to field character limit; the full name is: (B)(6).

Manufacturer narrative:
Updated fields: b4, g4, g7, g8, h2, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11. Corrected field: g1 (contact person ¿ mfg site).

Event description:
N/a.